Manufacturer narrative:
Customer declined service. Info provided by the customer indicates that a third party was called for service. If add'l info is provided or received, it will be reported as required.

Event description:
It was reported that the 9000 system c-arm would not boot up. There was no report of pt injury.